Event description:
Additional information was received. There was no observed kink or damage observed on push wire. There were five coils (all axium prime es) deployed before resistance issue with the axium pgla coil( due to non tapered coil sheath). There was no issue with echelon 10 microcatheter( but the doctor did note gap between echelon 10 hub and distal end of non tapered coil sheath of axium coil. The patient was a 45 year old with known left intracranial mass with significant vascular supply from multiple arteries in nir for embolization of multiple sources. During the procedure a axium coils was selected and found to be defective once the coil would not advance past the sheath. After multiple attempts the coil was saved for investigation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that axium coil prepped and hydrated vertically per FDA instruction. Due to non-tapered coil sheath of p c-3-8-helix a small gap exists between axium coil sheath and echelon 10 microcatheter allowing the coil to prematurely break causing resistance enough for the physician not be able to advance coil( known issue). Second pc-3-8-helix prepped and hydrated vertically per FDA instruction and inserted into echelon 10 microcatheter but same occurrence as first axium due to gap caused by non-tapered sheath causing resistance and unable to advance. Inserted an axium prime 3-8-hx-es with a tapered coiling sheath and the coil deployed without issue. It was reported there was coil resistance/stuck in sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing spinal embolization. It was noted the patient's blood flow was normal and vessel tortuosity was minimal.

Manufacturer narrative:
Continuation of d10: product ID 105-5091-150 (lot: b455589); product type: ; implant date n/a; explant date n/a product ID pc-3-8-helix (b597221); product type: implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.